Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased total bilirubin (tbili) results on the architect c4000 processing module, serial number (B)(6). Through an extensive investigation, the fsr found the bd., crash sensor reagent pipettor (rohs), part number 7-93251-04, and the roller guide, rgt crsl (rohs), part number 7-205320-02, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased total bilirubin results for two patients on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 0.2-1.2 mg/dl): sample ID (B)(6) initial result was <0.10, repeat result was 3.05 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat results were 6.73 and 6.72 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased total bilirubin results for two patients on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 0.2-1.2 mg/dl): sample ID (B)(6) initial result was <0.10, repeat result was 3.05 mg/dl sample ID (B)(6) initial result was <0.10, repeat results were 6.73 and 6.72 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.